Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 470 mg/dl at the time of incident. Customer stated insulin pump was on auto mode. Customer reporting that tubing detachment from the site. Customer reported that the stress or pull on the tubing. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.